Event description:
It was reported that patient received an alert due to high out of range, high voltage lead impedance. The lead was capped. The patient was discharged from hospital after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.